Manufacturer narrative:
A2: date of birth: born in 1957. A4: weight: requested, but unknown. The actual device was not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used according to instructions for use (IFU). There were no problems with the release of the device. Pseudoaneurysms requiring intervention. Action taken was groin revision with abscess relief and suturing of the superficial femoral artery (sfa) after removal of the angio-seal system, followed by vacuum sealing. The type of peripheral endovascular procedure was interventional, retrograde puncture, right leg. Segment for endovascular intervention was aorto-iliac. Revascularization approach was intraluminal. Type of intervention performed was a bare metal stent, atherectomy. The procedural sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient was in stable condition. Additional information was received 03 may 2023: it is confirmed that there was no significant blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. However, the exact root cause was unable to be determined. The likely cause was determined to have been an issue with vascular access resulting in a pseudoaneurysm. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).